Event description:
It was reported that the following an implant procedure, the patient developed a blood clot in their leg which had progressed to a pulmonary embolism. The patient expired on (B)(6) 2022.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.